Event description:
It was reported that this right ventricular (rv) lead had exhibited high pacing threshold, in which the cause was unknown. This rv lead was surgically explanted and replaced with the same model. No additional adverse patient effects were reported.